Event description:
The pt was having a transjugular liver biopsy. The sheath was placed percutaneously by doctor into right jugular vein. The internal catheter portion of the sheath broke from the hub. The catheter was retrieved percutaneously through the jugular vein.

Manufacturer narrative:
(B)(4). Eval: the actual complaint device was not returned to assist with our investigation. Based on the info provided, multiple possibilities were considered. The check-flo valve separating from the sheath material may have occurred as the result of too much force being applied during removal, possibly through adverse pt anatomy, or during the insertion and/or removal of a device too large for sheath. It is also possible there was an inadequate proximal flare. We do caution that all catheters and instruments used with this introducer should move freely through the valve and sheath as separation may result if the fit is too tight. Unfortunately, without the actual complaint device, we were not able to confirm with certainty if this event was a material separation or securement nonconformity. Nevertheless, the appropriate individuals have been notified of this matter. We will continue to monitor for similar situations. Additional info from the user facility: (B)(6).